Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had a procedure on (B)(6) 2015 with a bifurcated, an infrarenal aortic extension, and a limb stent graft. Upon follow up, computed tomography revealed that there had been disease progression in his iliac. Physician treated by implanting another limb aortic extension.